Event description:
A talent taa was implant for the endovascular treatment of distal type I endoleak. It was reported that on four days post implant, a distal type I endoleak or a possible type ii endoleak was observed coming from the talent stent graft. A follow up scan, reported that the maximum aneurysm diameter had dilated to 77mm. Approximately 16 months post implant, an intervention was performed and other manufacturer¿s two stent grafts were implanted and the endoleak was confirmed to be decreased. The physician stated that the cause of the event was considered to have been due to a short landing zone. In addition, vascular dilation would have been one of the causes of the endoleak. No additional clinical sequelae were reported and the patient is being monitored.